Event description:
It was reported that the health care professional (hcp) requested a review of an untreated episode for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) was consulted, discussed small signal amplitudes which led to t wave oversensing. Subsequently, ts noted an episode from two years ago where the patient received one inappropriate shock due to a wide qrs that was oversensed. This s-ICD system remains in service. No additional adverse patient effects were reported.